Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During the touchscreen test the device touchscreen was out of calibration while performing the touchscreen test in biomed mode. This was due to a broken device front bezel assembly, device touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen did not pass calibration. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test and could not be calibrated. No additional information was provided.